Manufacturer narrative:
This device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Attempts to obtain additional information however were unsuccessful. This device remains in service. No adverse patient effects were reported.